Manufacturer narrative:
Concomitant: 5076 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented in the emergency due to inappropriate shocks received from atrial fibrillation (af) with rapid ventricular response. Follow up was attempted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.